Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Report source: study: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019 as part of the (B)(6) study. According to the complainant, the patient underwent the study procedure for evaluation of a pancreatic stricture/filling defect and pancreatic fistula using exalt duodenoscope and exalt controller. The complexity level of the ercp procedure was graded as grade 3 due to extraction of biliary stone(s) measuring at least 10 mm. The procedure included minor papilla cannulation in divisum and therapy, removal of internally migrated biliary stents, intraductal imaging/biopsy/fna, management of acute or recurrent pancreatitis, treatment of pancreatic strictures, removal of mobile pancreatic stones measuring less than 5 mm, treatment of hilar tumors, treatment of benign strictures at the hilum and above, and management of suspected sphincter of oddi dysfunction (with or without manometry). On (B)(6) 2019, the patient had infection with walled-off pancreatic necrosis after pancreatic duct stent placement with moderate severity. The patient was hospitalized and antibiotics were given. The physician believes there to be a causal relationship between the ercp procedure and this event, and the relationship between the sphincterotome and the event to be "unlikely". Reportedly, the infected walled-off necrosis was present prior to ercp and stenting. This pancreatic walled-off necrosis had two collections, one in the head and a separate larger one in body. Ercp was performed to see if the disconnection was complete or just partial. It was found during the ercp that the disconnection was partial; hence, they placed a 5f stent, which was done in an outpatient department. The patient did not present fever prior to ercp but after placing the 5f stent, a lot of dark semi-solid material coming through the stent was noticed. The patient presented fever and was admitted 2-3 days later. It was suspected that the stent was probably occluded, causing the fever. On (B)(6) 2019, the event was resolved and the patient was discharged.